Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that a leak, which appeared to be clenz (cleaner), was found at the bottom right drip tray of the coulter lh750 hematology analyzer slidemaker the field service engineer (fse) inspected the instrument and found that the leak appeared to be coming from a hole in the tubing at pinch valve vl120 (aspiration line). The fse replaced the tubing and verified the repairs per established procedures, the results of which met published performance specifications. The root cause is attributed to a hole in the tubing at vl120. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.